Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #02 and is being included on this follow-up #03 MFR report: 3005168196-2023-00388. Section g. Box 4. Date received by manufacturer.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2023-00388 section b. Box 5. Describe event or problem. Section h. Box 6. Evaluation codes: device code 1 & device code 2. Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the patient anatomy was tortuous. This may have contributed to resistance during the procedure. Further evaluation revealed a kink and ovalization on the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician completed multiple passes using the velocity. The physician then performed a contrast run. While injecting contrast, the physician noticed that the velocity was kinked and fractured at a proximal location outside of the patient. Therefore, the velocity was removed and not used for the remainder of the procedure. The procedure was completed using a non-penumbra microcatheter and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician completed multiple passes using the velocity. The physician then performed a contrast run. While injecting contrast, the physician noticed that the velocity was kinked and fractured at a proximal location outside of the patient. Therefore, the velocity was removed and not used for the remainder of the procedure. The procedure completed using a non-penumbra microcatheter and the same guidewire. There was no report of an adverse effect to the patient.